Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap loose and stick out from the side of the insulin pump. The customer pump was out of the warranty. The customer's blood glucose is normal, didn't require medical treatment.